Event description:
It was reported that the patient was experiencing discomfort with where this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted in the pocket. A revision was successfully performed where the device was repositioned within the pocket. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.